Manufacturer narrative:
The customer upgraded to the 2nd generation user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the right side of the light crystal display (lcd) was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the right side of the lcd was dim. The remote service engineer (rse) advised the customer that they had a 1st generation user interface (ui) assembly, and it needed to be upgraded to a 2nd generation. The rse provided the customer with the part number of the 2nd generation ui assembly. The investigation is ongoing.